Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had an incorrect time. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn(B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was showing the wrong time. A technical support specialist verified that only station 6w was impacted, checked the station's time, confirmed it was accurate, and validated this with the pharmacist, and resolved the issue. The system functioned as intended after the technical support specialist troubleshot the device.